Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 48.5 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.5mmx8mm quantum(tm) maverick(tm) balloon catheter was advanced for dilation. However, it was noticed that the shaft of the catheter was broken while using the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.